Event description:
On (B)(6) 2013 it was reported that there is some trouble with the programming handheld. It was later clarified that the programming system is giving a message of "communication error" and that a soft and hard reset was performed but did not resolve the issue. The handheld was tried with another wand but it still gave this message. It was reported that the handheld would be returned for product analysis but it has not been received to date.

Event description:
On (B)(6) 2013 the handheld and flashcard were returned for product analysis. An analysis was performed on the handheld and no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications as well.